Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no case or reported issue associated with this patient. The initial report should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient underwent a knee arthroplasty is being considered for a poly swap for an unknown reason.